Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the lamp life of the device was confirmed over 400 hrs, with the intensity showing 585. The device passed all function checks, however a considerable amount of wear was noted on the scope socket and corrosion and dust was confirmed on the pins. The caution label on the front panel was illegible and the plastic around the socket was chipped and cracking. Furthermore, there was a considerable amount of dust inside the unit on the heat sink and exhaust fan. The vent on the top cover was also noted to be clogged. These issues could likely have lead to the unit overheating and consequently causing other issues. Finally, the evaluator noticed moisture residue inside the front to the device. The lamp, scope socket, front panel, blue bar, and support coil were all replaced and successfully passed device inspection. The unit was packaged and returned to the user facility on (B)(6) 2020. Upon completion of the device documentation investigation, or if additional information should become available, a supplemental report will be submitted. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
As reported, during procedure preparation, the evis exera iii xenon light's lamp would not turn on. According to the initial reporter, the light source flickers when the scope is connected. No patient harm or consequence was reported as a result of this event.